Manufacturer narrative:
(B)(4). The technical support engineer troubleshot the issue with the customer over the phone. The customer was advised to replace the touch frame. The customer acknowledged and notified medtronic that the recommended action resolved the condition. Medtronic was not authorized to service the ventilator.

Event description:
The customer reported an 840 ventilator with an unresponsive display. The ventilator was not on a patient at the time of the event.